Event description:
The MFR's rep reported that at the pt's last refill the hcp withdrew 17cc were from a 20cc pump. An x-ray was performed which found there was rotor movement. The pt did not experience any symptoms. Further information received from the hcp reported that the pt has a 40cc pump and the refill volume was programmed incorrectly. The drug contained in the pt's pump was compounded baclofen. Reference MFR report #2182207200701632.

Manufacturer narrative:
.